Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.

Manufacturer narrative:
Patient weight not available from the site. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system that was used during a spinal fusion procedure. It was reported that the radiographic images contained motion. The surgeon requested the system to be checked. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.